Event description:
It was reported that the patient had a carealert trigger for oversensing noises and short v to v intervals on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Also, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and oversensing associated with the right ventricular lead. There were five ventricular non-sustained tachycardia less than equal to 210ms on (B)(6) 2013 and the ventricular short interval count equal to 30 counts, in 0.42 day on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.